Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a transcatheter arterial embolization to the liver procedure on a (B)(6) male patient, the rlg catheter was separated when it up to aortic. The fracture segment was migrated into right deep femoral artery and was retrieved with a snare during the same procedure. According to the initial reporter, the event did not result in a postponement of hospital stay for patient as his condition improved and had already been discharged.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU) and quality control and a visual examination of the returned opened and used product was conducted during the investigation. The visual inspection noted that distal tip separated circumferentially approximately 2mm distal of the bond site. The break was a clean break, indicating a material failure occurred. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Action has previously been taken and a recall was initiated to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a transcatheter arterial embolization to the liver procedure on a (B)(6) year old male patient, the rlg catheter was separated when its catheter tip advance up to aortic. The fracture segment was migrated into right deep femoral artery and was retrieved with a snare during the same procedure. According to the initial reporter, the event did not result in a postponement of hospital stay for patient as his condition improved and had already been discharged.